Event description:
On (B)(6) 2012, the pt underwent repair of the thoracoabdominal aneurysm and was implanted with two comformable gore tag thoracic endoprostheses, and two gore excluder aaa endoprostheses. On (B)(6) 2012, post procedure, the pt suffered a brainstem infarction. The cause of the infarction is unk. On (B)(6) 2012, the pt expired due to the brainstem infarction.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l device: 10254783/tgu404015.